Event description:
Surgery date: 2007. It was reported that the surgeon elected to use the 6 x 16mm cervical disc based upon the measurements obtained using the 6 x 16 mm trial. Once inserted, it was determined that the 6 x 16 mm implant was too long, and a 6 x 14mm implant was used instead without any reported pt complications.

Manufacturer narrative:
The implant was returned for evaluation and a 100% inspection was performed and found that the device was made according to specifications. A review of the device history records did not identify any applicable non-conformances. The results of the investigation suggest that the reported event was related to surgeon technique. We are unable to determine a definitive cause of the event.